Event description:
On 9/18/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 9/10/2024. The cds noted that the user had been experiencing hypoglycemic events, prompting the call for emergency medical services (ems) on (B)(6) 2024 around noon. The user was not hospitalized but experienced another significant low the following morning, leading to the decision to disconnect from the ilet. The cds discussed factors contributing to these events with the user, including not announcing meals, having a higher bg target, and not responding to low alerts promptly. The user agreed to complete a factory reset and restart using the ilet with a retraining session. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. During the evening prior to the event, there was a mild hypoglycemic event followed by a rapid rise in glucose and then a prolonged period of hyperglycemia prior to the reported hypoglycemic event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user missing their evening meal announcement as well as over-treating an earlier hypoglycemic episode, leading to a prolonged period of hyperglycemia and increased correction insulin dosing, which subsequently increased their risk of hypoglycemia. Failure to acknowledge any alerts from the device likely contributed to the severity of the event.